Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old male patient receiving intrathecal infumorph 10mg/ml at 5.402mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015, there was a priming bolus error, as the bolus volume was entered incorrectly. A dye study had been performed, and the hcp programmed a bolus for catheter and pump tubing instead of just the catheter. It was reported that they pressed cancel bolus after 12 minutes, half of the time of the programmed bolus duration, but did not click update. The telemetry strip showed bolus in progress, not can celled. The patient came back to the clinic and the hcp pressed cancel bolus around 11:05, bolus was started at 10:43 and the duration was 24 minutes. The programmer still said bolus in progress, 12 minutes remaining. It was noted that the priming was saying no bolus on the bolus tab. The hcp was unsure if she had cancelled the bolus or not, and wanted to know how much medication the patient would receive if the bolus went through. That catheter volume was 0.199ml, the same as the pump tubing that was primed. No symptoms were reported. Additional information received from the hcp reported that there was no device/therapy/procedure issue related to the dye study. In relation to troubleshooting the bolus that was in progress after it was cancelled, it was noted that the tubing was primed without difficulty. The cause for the programmer bolus that was in progress after it was cancelled was that they did not update after cancelling, thus the full bolus was received. The patient was doing well. The bolus amount that was received was equivalent to the patient's allotted bolus. The patient was in pain, and was no longer in pain after the bolus. If additional information is received this report will be updated.